Manufacturer narrative:
Complaint conclusion: as reported, the stent on an 8mm x 40mm precise pro rx us carotid system shortened after release. There were no reports of patient injury. The intended lesion was located at the carotid artery, which was stenosed. The vessel characteristics at the target site included mild calcification, mild tortuosity, and 70% stenosis. There was no acute angle, bifurcation, or chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device was stored and prepped in accordance with the instructions for use (IFU). The procedure was completed by changing to a non-cordis carotid artery stent. The user was trained in the use of the device. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid system¿ was received coiled inside a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, no damages or anomalies were observed on the unit. Additionally, the unit¿s ID band confirmed that the correct stent size (8x40 mm) was provided to the client, as reported in this complaint. However, the original packaging was not received, preventing a comparison with the original packaging labels to evaluate any potential misalignment related to the reported event. Furthermore, the device conditions indicated that the deployment mechanism had been triggered before its arrival at the cordis laboratory, as the stent was no longer in its manufacturing position and was not returned for this evaluation. The reported ¿stent incorrect length too short¿ could not be confirmed as the stent was not returned with the delivery system as it was deployed in the patient nor were procedural images provided. Therefore, the exact cause could not be determined. Based on the available information, it is apparent vessel characteristics, device handling and procedural factors were contributing factors to the reported events as evidenced by the analysis of the returned product. Without the return of the stent for analysis and without procedural images to review, it is impossible to determine the root cause for the reported event and exact size of the stent implanted. According to the instructions for use, which is not intended to mitigate risk, ¿device selection and preparation: 1. Select stent size. Measure the length of the target lesion to determine the length of stent(s) required. Measure the diameter of the reference vessel (proximal and distal to the lesion). It is necessary to select a stent which has an unconstrained diameter that is at least 1-2 mm larger than the largest reference vessel diameter to achieve secure placement according to table 3: stent size selection.¿ the information available nor the product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 8mm x 40mm precise pro rx us carotid system shortened after release. There were no reports of patient injury. The intended lesion was located at the carotid artery, which was stenosed. The vessel characteristics at the target site included mild calcification, mild tortuosity, and 70% stenosis. There was no acute angle, bifurcation, or chronic total occlusion (cto). There were no damages or anomalies noted to the device or packaging prior to use in the patient. The device was stored and prepped in accordance with the instructions for use (IFU). The procedure was completed by changing to a non-cordis carotid artery stent. The user was trained in the use of the device. The device will be returned for evaluation.